Manufacturer narrative:
Additional information: d9, d10, h3, h4, h6, h10 h4: the lot was manufactured on june 2023. H10: the actual device was received for evaluation. Visual inspection was performed on the actual device which revealed a crack in the luer. Additionally, retained samples were evaluated at the plant. Visually inspection was performed on the retained samples with no issues noted; the samples were conforming per product specifications. Functional testing (gravity and leak) was performed on the retained samples and no leak was observed. The reported condition was verified on the actual device; however, was not verified on the retained samples. The cause of the cracked luer was determined to be related to the manufacturing. The retained samples were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.

Event description:
It was reported that a radiation sterilized extension set was leaking from an unspecified location and a fracture was found in the extension set. This event was observed during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.